Manufacturer narrative:
No patient information was provided by the healthcare professional. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a patient underwent implant placement on tooth number 4 on (B)(6) 2026. Per the report the implant had a fit issue, lacked primary stability during implant placement; it was also stated that the patient experienced infection symptoms. The implant was removed on the same day it was placed, (B)(6) 2026. Per the report no permanent injury or additional procedures were reported. Per the report the symptom was relieved with the removal of the device, no fractured components were encountered, and the implant was replaced with a similar product. Event was reported to the dental office located in (B)(6).